Event description:
Pt reported experiencing multiple hypoglycemic events (blood glucose about 30 mg/dl), over a period of 2-3 days. They indicated that, on each occasion they were able to self-treat by eating, or consuming dextrose. Pt stated that they believe the device is delivering more insulin than is programmed. Additionally, they reported that the device has been generating recurrent cartridge/adapter alerts. At the time of the report, pt had already switched to their back-up device, and has experienced no add'l hypoglycemic events.